Event description:
It was reported to boston scientific corporation in 2008, that a one step button initial placement gastrostomy kit was used during an unk procedure performed on two days earlier. According to the complainant, unable to use the scalp due to a dull edge. Procedure was completed with a different device (unk product). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval; it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.